Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention on (B)(6) 2023 was undertaken wherein the entire system was explanted and replaced with a new drg system.